Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient drain complications with subsequent hospitalization for fluid retention, hyperkalemia, and hypertension. However, there is no documentation in the complaint file to show a causal relationship. The patient line and drain line messages are alerting the patient when there continues to be a slow fill and drain. The troubleshooting by technical support did not resolve the issue. It is unknown if the patient was constipated or if there was a mechanical issue with the patient¿s pd catheter that was causing the drain complications. No malfunction was reported for the liberty select cycler. The cause of the patient¿s missed treatments is unknown as the patient did state in the technical support call that he had an alternate treatment method. Although there was no reported malfunction and the cycler alerted to a drain complication as designed, based on the limited information , it cannot be concluded if the liberty select cycler caused or contributed to the patient¿s hospitalization for fluid retention, hyperkalemia, and hypertension. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient had missed three days of peritoneal dialysis (pd) treatment, and was hospitalized for fluid retention, hyperkalemia, and hypertension. The patient had contacted fresenius technical support on (B)(6) 2020 regarding drain complications and patient and drain line messages. The reported issues were not resolved and the patient missed treatments. During the follow-up, the family reported that the patient was hospitalized on (B)(6) 2020. Additional information was requested, however to date has not been provided.